Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure due to difficulty charging. The implantable pulse generator (ipg) was replaced. Electrocautery was used. The patient was stable post operation. The facility discarded the device per guidelines, so it will not be coming back for analysis.